Event description:
It was reported that the patient was in the hospital with hoarseness, electrical pain in the back of throat going up to the patient¿s teeth, and hand spasms. The ER (emergency room) physician indicated that he assumed the events were related to vns. Further information was received that the patient was seen the week prior to the hospitalization and per the neurologist the device was working fine. It was noted that impedance was ok, but that the exact value could not be recalled. No other relevant information has been received to date.